Event description:
It was reported that the customer's insulin pump display would not come back up, following battery replacement. The customer's blood glucose was not known. Troubleshooting was performed. The display returned with insertion of a new battery. The customer stated she could read the insulin pump screen, which was scratched, and the insulin pump was functioning as designed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).